Event description:
It was reported that the patient presented in the emergency room due to implantable cardioverter defibrillator (ICD) pocket erosion. The entire ICD system was explanted due to ICD pocket erosion. The patient's condition was stable.